Event description:
It was reported by the clinical specialist that as a result from over inflation of the proplege coronary sinus catheter's balloon, while attempting to occlude the coronary sinus, they dissected the coronary sinus. The patient did not need an intervention and recovered from the incident. No product is available for return, it was discarded by the hospital.

Manufacturer narrative:
Device was discarded by the hospital. The product was not returned and the root cause could not be determined. The physician did state that he over inflated the balloon which in combination with the patient's vasculature may have contributed to the coronary sinus dissection. A CAPA was not initiated for this event. The information will be included in trending adn future CAPA determinations.